Event description:
It was reported to tyco healthcare/kendall that a customer experienced a problem with the brush a the tracheostomy care tray. The customer sates "while using the tracheostomy brush that was included in the tracheostomy care tray to clean their trachea, the brush became dislodged from its plastic handle and obstructed their airway.